Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0874z, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0874z, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The manufacturing representative via healthcare provider reported that the patient was not getting therapeutic effect, and opted to have the system explanted. The device was explanted on (B)(6) 2013. No additional details were provided. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.